Event description:
A peritoneal dialysis (pd) pt's contact reported the cycler alarmed for "not enough supply bags." She then found a fluid leak under the cycler. She reported not clamping all of the unused lines. She was advised to reset with new supplies. The set was discarded. During follow up the pt's contact reported that he had cloudy effluent and was diagnosed with peritonitis. He was prescribed antibiotics. During additional follow up the pt's pd nurse reported that the pt was hospitalized with peritonitis. She reported that the infection may be due to a breach in aseptic technique. Med records have been requested.

Manufacturer narrative:
The device was not returned to the MFR for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past three months. Batch records for the lots identified were reviewed and conformed there were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The pt reported not clamping all of the unused lines as instructed. A supplemental report will be submitted upon completion of the review by the post market clinical department.